Event description:
The facility's o.r. Materials management informed the distributor's sales rep of the following: the physician tried unsuccessfully to place the device. While removing the dilator, the introducer sheath kinked approx 1 1/2" from the distal end. Another device was obtained different catalog/lot number and he encountered the same problem. No further details were provided.